Manufacturer narrative:
D10 concomitant products: unknown biosyn, (lot # unknown) unknown biosyn, (lot # unknown) unknown biosyn, (lot # unknown) unknown biosyn, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6-8 weeks post-operatively on a cesarean section, suture extrusion from the skin, poor wound healing, and slow suture absorption were observed. Five sutures were used and had the same issue. This led to the need for manual removal of the suture to resolve the issue.